Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis. The peritonitis manifested by abdominal pain and cloudy pd effluent. On the same day, the patient was treated with intraperitoneal antibiotherapy of ceftazidime (1g/day) and cefazolin (1g/day) for the peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). On an unreported date, the patient began antibiotherapy with bactrim 1x/day.